Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited an increase in right ventricular (rv) pacing impedance measurements, measuring from around 800-900 ohms and now are as high as 1,252 ohms. Technical services discussed possible causes and provided troubleshooting options. Additionally, ts reviewed device data and there were no episodes of noise however, there was a stored sam episode which appears to be due from a procedure that day. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.